Manufacturer narrative:
Correction to h6: impact codes, and device codes.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a faradrive steerable sheath was selected for use. During insertion, while aspiration was performed, more air than usual was noted, but at some point, only blood was aspirated. Then, the catheter was inserted, the physician aspirated from the sideboard and again air was aspirated. This time the aspiration of air didn't stop and at some point, st elevations were observed on the egms. Then, the physician tried to aspirate the air from the la. After that, the sheath was exchanged. The st elevations faded away during the procedure and at the end they were gone. The device is expected to be returned.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a faradrive steerable sheath was selected for use. During insertion, while aspiration was performed, more air than usual was noted, but at some point, only blood was aspirated. Then, the catheter was inserted, the physician aspirated from the sideboard and again air was aspirated. This time the aspiration of air didn't stop and at some point, st elevations were observed on the egms. Then, the physician tried to aspirate the air from the la. After that, the sheath was exchanged. The st elevations faded away during the procedure and at the end they were gone. The device is expected to be returned.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a faradrive steerable sheath was selected for use. During insertion, while aspiration was performed, more air than usual was noted, but at some point, only blood was aspirated. Then, the catheter was inserted, the physician aspirated from the sideboard and again air was aspirated. This time the aspiration of air didn't stop and at some point, st elevations were observed on the egms. Then, the physician tried to aspirate the air from the la. After that, the sheath was exchanged. The st elevations faded away during the procedure and at the end they were gone. The device is expected to be returned.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events investigation summary: with all the available information, boston scientific concludes the reported visible air/bubbles event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. It was also determined that the st segment elevation and air embolism are known inherent risks of use of this device. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Additionally, damage was noticed on the dilator tip. The dilator was examined under the microscope to closely inspect the damage, and the dilator tip appeared to be torn. Additionally, burrs were noted near the tip. The compatibility between the returned sheath and the dilator was tested by re-inserting the dilator into the sheath. No complications were noted, and the dilator was able to snap into the sheath. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. Oil was noted on the valves. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. The shaft valve hub was examined under the microscope. Excess adhesive was noted on the inner rim of the shaft proximal end, suggesting that it potentially obstructed dilator insertion and caused the damage seen on the dilator tip. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of visible air/bubbles and air embolism are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. The reported event of st segment elevation and air embolism are known inherent risk of the faradrive device.st segment elevation and air embolism are expected procedural complication addressed within the IFU for the faradrive sheath. The secondary finding of deformation in the internal hemostatic valve. This issue was likely a consequence of the dilator being inserted in the sheath for an extended period of time during storage/shipping.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a faradrive steerable sheath was selected for use. During insertion, while aspiration was performed, more air than usual was noted, but at some point, only blood was aspirated. Then, the catheter was inserted, the physician aspirated from the sideboard and again air was aspirated. This time the aspiration of air didn't stop and at some point, st elevations were observed on the egms. Then, the physician tried to aspirate the air from the la. After that, the sheath was exchanged. The st elevations faded away during the procedure and at the end they were gone. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Additionally, damage was noticed on the dilator tip. The dilator was examined under the microscope to closely inspect the damage, and the dilator tip appeared to be torn. Additionally, burrs were noted near the tip. The compatibility between the returned sheath and the dilator was tested by re-inserting the dilator into the sheath. No complications were noted, and the dilator was able to snap into the sheath. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. Oil was noted on the valves. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. The shaft valve hub was examined under the microscope. Excess adhesive was noted on the inner rim of the shaft proximal end, suggesting that it potentially obstructed dilator insertion and caused the damage seen on the dilator tip.